Event description:
In 9/2005 pt presented to ER with right small finger laceration from glass. Repair of laceration, spandage dressing applied, home with p.o. Antibiotics five days later returned to ER with swollen digit c/o pain and numbness in fingertip. Bullar present to digit. Admitted to hospital for one night of observation and IV antibiotics. Discharged home on p.o. Antibiotics. Plastic surgery consultation while in hospital. Spandage looks very similar to tube gauze dressing. If applied in same manner as tube gauze becomes too tight impairing circulation.